Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and sensing caused by dislodgment confirmed via fluoroscopy on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.